Event description:
Reporter alleged obtaining the results of 300 mg/dl and 150 mg/dl back to back within 10 minutes on the aviva system. Reporter also alleged obtaining the results of 268 mg/dl, 357 mg/dl and 168 mg/dl back to back within 10 minutes on the same aviva system, on a different day. Reporter stated that he just took his normal 10 units of humulin. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.